Event description:
Caller reported an alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. Blood glucose did not exceed 500 mg/dl, and there was no reported adverse impact on the customer's blood glucose level. Customer changed pump supplies to address the issue.